Event description:
Device #1 of 2: reference MFR. Report: 16271487-2017-04867. Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 and infection was discovered at the ipg pocket site and the mid-back incision. The entire scs system was explanted. Cultures were taken and the patient was hospitalized and received IV antibiotics.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has skin irritation at the ipg site which was confirmed as a superficial infection. The patient was treated with oral antibiotics and the infection has resolved.